Event description:
It was reported that, during an acl procedure, once the ultrabutton adjustable was seated at the cortex then graft was deployed in the femur by reducing the loop and locked, as cycling was done the loop fell back into the joint unexpectedly with the graft. Even after reducing the loop again, it continued to fall back and get displaced into the joint. Surgery was resumed, after a non-significant delay using a biorci screw-in femur for the completion of surgery. The biorci was used as a backup device because the ultrabutton was seated properly at the femoral cortex, but the loop failure made the graft to fall back into the joint. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that based on the limited information provided, a procedural variance cannot be ruled out as a contributing factor to the reported event, which does not represent a device malfunction. Based on the x-ray provided the root cause of the reported event cannot be assessed. The graft of ultrabutton is implantable, biocompatibility is not an issue. Micro-motion or movement cannot be predicted and there is a potential risk for tissue inflammation and/or pain if so but this is unlikely with the use of the additional screw for fixation and the outcome was reported as successful. No further clinical/medical assessment is warranted at this time. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Correction in h6 (health effect - clinical & impact codes).